Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels ranging from 37 mg/dl to 506 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer consumed carbohydrates and gave a manual injection to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.